Manufacturer narrative:
Pump error 40 alarm noted in the pump history and critical pump error (open book image) alarm during testing due to software error. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer insert a new battery and stated the pump started beeping, vibrating and the red light was flashing. The customer¿s blood glucose level was 400 mg/dl. The customer corrected with a shot. Advised the pump will need to be replaced. Recommended customer refer to back up plan per health care provider¿s instructions. The insulin pump will be returned for analysis.